Manufacturer narrative:
On june 21, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2021, device evaluation was completed. Device evaluation summary: mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 275cc breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was observed on the posterior view measuring approximately 0.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. No more striation were observed in the remaining rupture. A manufacturing record evaluation was performed for the finished device batch number (B)(6) and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 275cc mentor memorygel breast implant being used for a primary breast augmentation procedure ruptured intraoperatively. As a result, the device was replaced with catalog number 3502751bc; serial number (B)(4), and the procedure continued. There were no patient consequences or procedure delays reported.